Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred during their pd treatment. The reported issue was observed during dwell 3 of 4 of treatment. Fluid leaked from the tubing coming out of the cassette door of the liberty select cycler. Fluid was also discovered inside the cassette door and on the external of the cycler set cassette. The patient reported that no alarms or messages were received prior to or after find the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient received assistance with cancelling treatment. The patient was going to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. The patient stated they were going to revert to manual treatment exchange in order to complete treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention. The cycler remained with the patient for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred during their pd treatment. The reported issue was observed during dwell 3 of 4 of treatment. Fluid leaked from the tubing coming out of the cassette door of the liberty select cycler. Fluid was also discovered inside the cassette door and on the external of the cycler set cassette. The patient reported that no alarms or messages were received prior to or after find the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient received assistance with cancelling treatment. The patient was going to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. The patient stated they were going to revert to manual treatment exchange in order to complete treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention. The cycler remained with the patient for continued use.